Event description:
Staff responded to IV alarm. Machine flashed "air". On assessing IV fluids, found entire bag of heparin infused since previous check (approx. 30 min.). Orange clamp found in proper position, but very loose. Heparin to be infused at 14cc/hr, rate properly set.